Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient underwent the index procedure on (B)(6) 2013. The target lesion was located in the proximal left anterior descending artery (lad). Pre-dilatation was peformed with a trek 2.5 x 15 mm balloon for three inflations. A xience prime 2.75 x 15 mm stent was implanted at 10 atmospheres (atm). Post-dilatation was performed at 14 atm and intra-vascular ultra sound (ivus) confirmed good apposition of the stent. The procedure was completed and the patient was discharged three days later. On (B)(6) 2013, the patient returned to the hospital via ambulance, due to a feeling unwell. Ivus confirmed in-stent thrombosis of the xience prime stent and thrombosis distal to the implanted stent. The proximal lad was treated via thrombectomy and ballooning with a non-abbott thrombectomy catheter and a 2.25 x 15 mm non-abbott balloon. To treat the thrombosis distal to the implanted stent, ballooning was peformed and a 2.25 x 15 mm xience prime stent and a 2.25 x 20 mm non-abbott stent were implanted. Ivus was performed and the procedure was completed. The patient is reported to have recovered. No additional information was provided.

Event description:
Subsequent to the initial report filing, additional information was received stating that the patient was discharged from the hospital on (B)(6) 2013.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of thrombosis is listed in the (B)(4) xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.